Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm after inserting a battery. The customer's blood glucose was 387 mg/dl at the time of incident. The customer stated that they were calling after receiving a replacement battery cap. The customer stated that the failed battery test alarm recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. The pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.